Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on the lead. Patient presented in the emergency room after receiving therapy. Review of the recorded egm revealed vf episodes with one aborted therapy during delivery. The electrical function of the lead was tested and reviewed, and variation in hvli was noted. The lead was capped and replaced.